Event description:
It was reported that this left ventricular (lv) lead was not implanted successfully due to unknown product performance anomaly. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Complete lead was returned. Blood/body fluid noted in the lumens. Puncture holes noted in the lead insulation approximately 23 millimeters (mm) from the tip, likely from a guidewire escaping the lumen. Laboratory analysis confirmed the reported allegation.

Manufacturer narrative:
The product has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this left ventricular (lv) lead was not implanted successfully due to unknown product performance anomaly. This lead was never in service. No adverse patient effects were reported.